Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 277 mg/dl. During a systems check with tandem technical support it was discovered insulin was being added and removed outside the load process. Cts educated the customer on insulin/cartridge labeling. The customer successfully changed pump supplies and resumed insulin therapy after the systems check.

Manufacturer narrative:
Per tandem's user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.